Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Healthcare professional reported through company representative "implant ruptures". This record is for the right side. The device status is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported through company representative "implant ruptures". This record is for the left side. The device status is unknown.